Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 52 mg/dl; cause was not known. Customer consumed orange juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, customer alleged that the pump did not send low bg reminders. Review of the pump logs by tandem technical support verified multiple low bg reminder alerts were sent and cleared by the customer. Customer maintained that no low bg alerts were received. The customer continued to use the pump for insulin therapy.